Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a drill bit broke during an open reduction internal fixation (orif) of a fifth finger phalanx on (B)(6) 2017. When it was realized that the tip of the drill bit broke off, the surgical staff moved on, leaving the broken bit in the bone. Reportedly, there was no surgical delay. Additional x-rays were taken to confirm that the device had, in fact, broken as it was not obvious that it had broken at the time it had occurred. The final construct included a plate and screws. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: competitor's power drill (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.0mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.130.102, lot# f-21595. Manufacturing location: (B)(4), manufacturing date: feb 16, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The break is located approximately 4.7mm distal to the start of the flutes. The distal portion of the drill bit was not received. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The returned drill bit (03.130.102) is part of the variable angle (va) locking hand system and referenced in the va locking hand system technique guide. The system contains three (3) 1.0mm drill bits with various attachments; k-wire attachment (03.130.100), stryker j-latch (03.130.101), and mini quick coupling (03.130.102). Relevant drawings were reviewed. Due to the damage, the fluted region could not be inspected. The shaft proximal to the break was found to be within the specification of 1mm +0/-0.03 per drawing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use. No definitive root cause could be determined as circumstances surrounding the event are unknown. It was reported that the device was used with an unknown stryker power drill. However, the impact of this condition could not be determined due to the unknown drill specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.